Event description:
During the follow-up performed on (B)(6) 2016, noise was observed on episodes recorded on (B)(6) 2014 (day of implantation). In one of them, a ventricular pause of almost 2 seconds was recorded. Preliminary analysis results showed that the reported oversensing (8hz artifacts in atrial and ventricular channels) is typical of the emi switches operation involved when strong external emi are detected by the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up performed on 27 january 2016, noise was observed on episodes recorded on (B)(6)2014 (day of implantation). In one of them, a ventricular pause of almost 2 seconds was recorded. Preliminary analysis results showed that the reported oversensing (8hz artifacts in atrial and ventricular channels) is typical of the emi switches operation involved when strong external emi are detected by the pacemaker.